Event description:
The foot pedal buttons are sticking due to damage caused by the column being lowered onto the foot pedal. The customer is using the hand control. There was no patient harm or adverse event.